Manufacturer narrative:
Visual inspection of the complaint sample confirmed the reported event, the broach handle was broken. An inspection of the weld depth determined it may have been attributed to incorrect setting of the welder. Corrective action was taken including validation of the welding process parameters. Further testing was completed of the validated parameters and deemed the corrective action effective. There have been no other reports of this malfunction involving product manufactured after the corrective action implementation. No further investigation is required. The information was provided by (B)(6).

Event description:
It was reported that during an unknown patient procedure, the broach handle broke. No adverse event were reported as a result of the malfunction.